Event description:
The report received from the affiliate indicated that pta was being performed on a 99% occluded lesion in the left superficial artery with heavy calcification and moderate vessel tortuousity. Approach was made from the right femoral artery. Pre-dilatation was conducted with cutting balloon (bsj, 4mm). Due to the failure of expansion with the cutting balloon, a smart control (c06080sl) was delivered over dejave gw (dv1430s) and placed in the lesion. To place another one at the distal to the lesion, complaint product (c06060ml) was advanced. However, the sds was caught at the middle of the implanted c06080sl stent, and could not be advanced any further. The gw was exchanged to 0.035 radifocus (terumo) though the situation was the same. The sds was removed from the patient and the catheter was observed damaged (frayed) at 2cm from the distal end. The device was changed to c06060sl and placed in the lesion without problem. In addition, upon receipt of the device the stent was slightly protruding. Post-dilatation was conducted with 424-4020w and the procedure was completed. There was no adverse event and the patient is in stable condition. There will be product return.

Manufacturer narrative:
Pre-dilation was performed with a cutting balloon on a 99% occluded lesion in the left superficial artery with heavy calcification and moderate vessel tortuousity. A smart control ((B)(4)) was then delivered and placed in the lesion. During the attempt to place a second stent ((B)(4)) distal to the lesion, the sds became caught in the middle of the previously implanted ((B)(4)) stent and could not be advanced any further. The sds was removed from the patient and the catheter was observed damaged (frayed) at the distal end. The device was changed to (B)(4) which was placed in the lesion without problem. Post-dilatation was conducted and the procedure was completed. There was no adverse event and the patient is in stable condition. One non-sterile unit of smart control 6 x 60 mm was received coiled in a plastic bag; locking pin and stent were received at the correct position. Stent was partially deployed 0.3 cm. Brite tip was frayed and outer sheath was kinked at 1.6 cm, 44 cm, and 95 cm from ID band. Blood was observed at brite tip. No other anomalies were found. The outer diameter was measured and it was found within specification. The usable length was measured and it was found within specification. Deployment was performed with no resistance felt. After deployment, the sds was introduced into a lab sample of 6fr csi introducer and the catheter went though with no resistance felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tracking difficulty condition reported by the customer was not confirmed as no discrepancies were found during functional analyses. The premature deployment condition reported by the customer was confirmed as the stent was found partially deployed 0.3 cm. The frayed /split/torn condition reported by the customer was confirmed, as the tip was found split. The exact cause of the "premature deployment" and "frayed /split/torn" conditions could not be conclusively determined; however they not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent these type of failures as well as there are inspections in place to detect them. Procedural factors and handling may contribute to failure as reported. The cause of the kinked condition found during visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Manufacturer narrative:
Concomitant devices : cutting balloon (bsj, 4mm), dejave gw (dv1430s), another smart control stent (c06060sl) and post-dilatation with a cordis aviator plus balloon catheter, catalog number 424-4020w. This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.